Event description:
Subsequent to the previously filed report, additional information was received: on (B)(6) 2024, it was reported that the patient was hospitalized due to a non-st-elevation myocardial infarction (nstemi) due to a clot in the left anterior descending coronary artery. Angioplasty was performed. The nstemi was due to a clot that formed behind the native leaflet which traveled into the left anterior descending coronary artery. The patient was reported to be stable and thrombus resolved.

Manufacturer narrative:
An event for the patient effects of heart block, bradycardia, thrombus, and myocardial infarction was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, a cause for the reported heart block, bradycardia, thrombus, and myocardial infarction could not be determined. The reported hospitalization, unexpected medical interventions, and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 - adverse event problem health effect - clinical code: 4440, 1969 added. H6 - adverse event problem health effect - impact code: 4641 added.

Manufacturer narrative:
An event for the patient effects of heart block and bradycardia was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, a cause for the reported heart block and bradycardia could not be determined. The reported hospitalization, unexpected medical intervention, and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vision transcatheter aortic valve (serial (B)(6)) was chosen for implantation utilizing a large flexnav delivery system. Length of membranous septum was 5.2mm. Patient presented in non-sinus rhythm and left bundle branch block and a temp pacer was placed. After pre-balloon annular valvuloplasty (bav), the patient went into severe aortic insufficiency, hypotension, and slow junctional rhythm. The navitor valve was implanted without issue at a depth of 4mm on both left and non-coronary cusp. After implantation, hypotension corrected but patient remained bradycardic. Temp pacer was left in place. On (B)(6) 2024, the patient developed heart block and a permanent pacemaker was implanted.